Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified intra-shunt vessel. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation before rated pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.